Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Infection was reported. Additional information was received reporting the device was actually extending through the skin. During the removal of the leads, the patient was noted to have sudden cardiac arrest. An emergent temp pacemaker was placed. Some "difficulties" with the device were also noted (attempts to obtain specific information were unsuccessful). The patient remained stable. Two days later, the patient was noted to have an episode of tachyarrhythmia through the device site and amiodarone was instituted. A permanent pacing system was later implanted and the patient was noted to do well and discharged with instructions to continue IV antibiotics. Cultures from the original site were noted to be unknown organisms. Final organisms are noted to be (B)(6) and gram negative rod fomenter. No further patient complications were reported.